Event description:
It was reported that bd sharps disposal was missing lids. The following information was received by the initial reporter with the verbatim: verbatim: rcc received a complaint via email. Email(s) attached. Reported issue: missing lids. Injuries or adverse event: no. Item: 305517. Quantity affected: 6 each.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: 6 sharps containers were received without lids. This verified the customer's complaint. The supplier of the lids was contacted and due to their advanced weighing system- it is near impossible for product to be shipped without lids. The root cause of this issue is unknown but most probable root cause is distributor handling issues. A review of the ncmr¿s was performed; the result showed no issues reported for missing lids for the same part number throughout the last twelve months.

Event description:
Samples received.